Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor backplane and a defective g5 vu esm board. In consequence (correction) the defective vu esm board was replaced. There was no patient or user harm.

Event description:
Unit shows "panel connection lost" and after a while shows tfs 9421, 9901, 9905, 9906, 9907, 9908, 9910, 9912, 9913, 9914, 9915, 9916, 9917, 9931, 9932, 9933, 9940, 9941, 9950. Unit was irresponsible for touchscreen, knob and could not be turn off by the main power switch. User said they are not sure if the unit was providing ventilation to the patient during the alarms, however the patient saturation fall to 90% so they replaced the unit. Problem happened while hospital staff was near the ventilator. Ventilator, after replacement by the other ventilator, was irresponsible for any operator input for about 2 hours; after that time the touchscreen works again. Unit was left in standby at battery operation over night until power loss self-switching off.